Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates. The insulin pump functioned properly. No blank display, display anomaly, audio/beep anomaly or unexpected shut off screen noted. No damage inside pump noted. The insulin pump function properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. No unexpected low battery or off no power alarm noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low battery alert and blank display from the insulin pump. The customer's blood glucose level was 143 mg/dl when he woke up. The customer stated that the pump does not give a low battery and it just beeped and turned off. The customer was advised to use recommended batteries. The insulin pump will be returned for analysis.